Manufacturer narrative:
The issue was observed during servicing prior to therapeutic application. Therefore this complaint no longer meets reportability requirements.

Manufacturer narrative:
Report date: 23aug2021. There was no patient involvement.

Event description:
The customer reported that a field service engineer (fse) onsite reported an "alarm light emitting diode (led)" failure on the device. The (fse) advised the replacement of the power switch overlay. The device was not in use on a patient. No patient or user harm was reported.